Event description:
The customer's mother reported that her son's blood glucose reached 427 mg/dl. When she looked in the viewing window, the cannula looked bent and her son felt insulin on his skin. When the device was removed she observed that the cannula was kinked right in the middle and pulled out.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No malfunction or mfg defect that would restrict or interrupt insulin delivery was found. The customer reported that the cannula had dislodged from the insertion site. This condition would interrupt insulin delivery and contributed to reported hyperglycemia. It cannot be confirmed by laboratory eval. The omnipod user's guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."